Manufacturer narrative:
Serial # of meter is (B)(4). 510 (k) k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2011 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that the patient had obtained a 384 mg/dl on the lfs meter on (B)(6) 2011 and did not exhibit any symptoms. Due to the alleged high reading the patient took 10 units novorapid insulin. The patient did not eat after obtaining the 384 mg/dl reading and approximately an hour later the patient lost consciousness and woke up 20 minutes later. The patient tested their blood glucose and obtained a 40 mg/dl and then self-treated with food/drink. The patient contacted their physician; however, did not receive any medical treatment and was not tested on another device. A normal reading for the patient is between 100-200 mg/dl. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, she took insulin and an hour later lost consciousness and had to self-treat 20 minutes later with food/drink for a blood glucose reading of 40 mg/dl.